Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve a left bundle branch block (lbbb) and a second degree block were noted on post procedure electrocardiograms (ECG). No intervention was done at that time and the patient was monitored. Medication intervention was done for hypertension which followed one day post implant. Three days post implant a permanent pacemaker was placed due to the progressive rhythm changes. The patient recovered the following day with no adverse patient effects.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. Conclusion: a device history review is not required as the event description does not indicate a potential manufacturing issue. Cond uction disturbances are known potential adverse effects per instructions for use and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the prosthetic aortic valve (pav). (B)(4).